Event description:
It was reported that customer experienced cartridge fit difficulty that required more force to remove cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, was noted to be currently out of warranty and in process of pump renewal, and case was closed with no additional information obtained regarding further actions or outcome.